Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recx1781 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC wire tip sheared and unraveled, noting that the wire appeared to be "thinner" than usual. Wire left in patient for vascular surgeon to remove.